Event description:
A customer reported as the surgeon attempted to use both keratomes, it was noted that they were too blunt to be used safely. One keratome was described as extremely blunt while the other was reported only as mildly blunt. An alternate knife was used to complete the incisions. There was no harm or injuries reported.

Manufacturer narrative:
Samples have not been rec'd for eval. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).